Event description:
Healthcare professional also reported, through journal article, "right breast periprosthetic mass.¿ this record is for the right side. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5087745. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: unknown as device status is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported the following information from a healthcare provider: "patient presented with effusion. Started as effusion and developed into disseminated systemic metastasis. Cd30+ and alk- were noted. [...] Cause of death: disseminated systemic disease, fulminant progression." Affected side and device status are unknown.